Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: d8 (should be remain in blank) and d9 . A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the investigation results, the root cause could not be identified; however, there is a presumption that a scope failure due to led to the malfunction. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii xenon light source was relaying a communication error b30. The event was observed during preparation for use before the diagnostic esophagogastroduodenoscopy (egd) procedure. The procedure was completed with a similar device. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. Technical assistance (tac) advised the customer to try swapping out scopes and processors to see where the reported issue was coming from. Customer reported he tried two scopes on two clv-190 units. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.